Event description:
The patient experienced a loss of therapy and it was reported that there was no communication between the neurostimulator and the clinician programmer. The physician replaced the neurostimulator. Results of the patient outcome were pending. Additional information was requested.

Manufacturer narrative:
(B)(4): analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.